Manufacturer narrative:
Date rec¿d by MFR : 14aug2019, date of report : 14aug2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Report date: 08/06/2019. This complaint has been reassessed as reportable per quality plan (B)(4) after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
08/05/2019 14:59:26. Date of event: (B)(6) 2018. Date of report: 08/05/2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The customer was advised to swap the user interface (ui) for troubleshooting. If problem persists to disconnect the battery and see if problem solves. If it is does, replace the battery or the power management printed circuit board. If problems follows the ui assembly, the customer was advised to replaced the power switch overlay or the ui printed circuit board. Part numbers were provided to the customer. No part was returned for failure investigation, therefore, the root cause cannot be verified. Since no product return, the determination cannot be made if the product does not meet specifications. This file can be reopened if part is returned for failure investigation.

Event description:
It was reported that the ventilator turns on by itself. The ventilator was not in use on a patient at the time of the event occurred.